Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patients symptoms were unrelated to their implantable pulse generator (ipg).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was experiencing falls and confusion. Atrial under-sensing and beats classified as occurring during refractory and blanking noted during episodes leading to early termination was noted. The implantable pulse generator (ipg) remains in use.